Manufacturer narrative:
A general reagent problem can be excluded because the qc prior to the event was within ranges. The field service engineer checked and made adjustments to the camera. He cleaned up the accessible areas at the back of the e801 analytical unit as the system was dusty. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site (dust on the instrument). Preanalytics are within the customer's responsibility.

Event description:
We received an allegation about a questionable high result for 1 patient's serum sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. The initial result of the initial patient sample from line 1 was 60.3 ng/l. The medical team requested a repeat patient sample according to the guidelines. The result of the repeat patient sample was 6 ng/l. This result was deemed correct. The initial result was questioned prompting the rerun of the initial patient sample. On (B)(6) 2024: the initial patient sample had the following repeat results: 1st repeat result from line 1: 6.43 ng/l. 2nd repeat result from line 2: 6.17 ng/l. The repeat patient sample was also rerun for confirmation: 1st repeat result from line 1: 6.55 ng/l. 2nd repeat result from line 2: 6.59 ng/l.

Manufacturer narrative:
The cobas e801 analytical unit setial number was (B)(6). The calibration was acceptable. Qc was within the assigned ranges on the day of the event. The alarm trace showed a couple of sample clot detection alarms on the day of the event, some on the days before, and multiple sample short alarms. The field service engineer straightened the liquid level detection (lld) rod into tolerance, decontaminated the procell and the sipper lines, checked the prewash lines, ran air purges and primes, and measuring cell preparations. He also replaced the sipper and lld for line 2. He then performed an instrument check and the instrument was performing within specifications. The customer performed calibration with acceptable results. The investigation is ongoing.